Event description:
The customer reported that the monitors went blank on the system. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The filaments were calibrated. The system was tested and operates as intended.